Event description:
(B)(4). Initial info was received from a consumer on (B)(6) 2008: a (B)(6) female received her first eight injections of poly-l-lactic acid (sculptra) under her mouth and in corners of mouth on (B)(6) 2008. Consumer reported that there was no previous exposure to the product. She did not receive any numbing medication prior to injections. She is experiencing much more swelling and bruising than she had anticipated under mouth and in corners of mouth and it is really noticeably puffy and painful. She also feels tired and achy and "generally does not feel well." Onset of event not specified. She used ice and arnica (topical herbal treatment) for the events. No further medical info provided. Consumer refused to provide any contact info or permission to contact her physician.

Manufacturer narrative:
Additional info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk), from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in USA. The review of the device history records (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event isn't batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.